Event description:
The customer reported to customer service that the transformer housing for her pump in style advanced breast pump go tote was damaged with a cracked housing and no breach present. Two prongs were touching but the customer separated them. During qe eval on 10/22/2014 techs observed that the transformer housing was breached with electrical components accessible, which is a safety risk.

Manufacturer narrative:
A replacement transformer was sent to the customer. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action. Eval summary: a visual examination of the power supply revealed the transformer housing was breached. A visual examination of the cord revealed nothing unusual. The power supply was not plugged in. Resistance across the dc plug was measured as 0.760 m ohm, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured as 54.3 ohm, which is normal and indicates that the thermal fuse did not blow.